Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that their quality control (qc) results were out of range. The customer added fresh distilled water and primed the instrument and the readjustment resolved the issue temporarily. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse decontaminated the substrate module and performed water tpm testing in replicates of three, which was within acceptable range. The cse also ran qc samples, which were within acceptable ranges. The customer again contacted ccc and reported that they repeated the calibration verification material (cvm) and qc for estradiol and hcg. The cvm and level 4 qc for hcg were not within acceptable ranges. The customer was recommended to replenish distilled water daily, prime the instrument if it is idle for a long time, and to decontaminate more frequently. A new hcg kit and new cvm was provided to the customer. After the adjustment of the new kit, qc and cvm were within acceptable ranges. The cause of discordant estradiol and hcg patient results was contamination of the substrate module. The instrument is performing according to the specifications. No further evaluation of this devise is required.

Event description:
Discordant estradiol and human chorionic gonadotropin (hcg) results were obtained on patient samples on an immulite 1000 instrument. The results were obtained while quality controls (qc) were out of range. The discordant results were not reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant estradiol and hcg results.